Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters 1 - por for write to locked ram, address=1191, data=01 on (B)(4)-2010 12:30:47. 1 - patient alert for por on (B)(4)-2010 12:30:47.

Event description:
It was reported that the device experienced a power on rest. The device is still in use. No patient complications have been reported as a result of this event.